Event description:
Tip of dean scissor broke off in pt's mouth during dental procedure and pt swallowed fragment. X-ray was taken which confirmed this. Pt passed scissor tip without incident. A second x-ray was taken which verified this.